Event description:
It was reported during an atrial fibrillation (afib) procedure, it took approximately 5 minutes for the remap to appear. There were 634 points on the ea map. They went to remap. They took 6 points and they did not get any color display on the shell. They exited the study and went back in under review and the issue resolved. The initial reported complaint itself was not indicative of a reportable event. It was also reported that during the same procedure a mapshift occurred. They reported that the table height was raised from -16cm to -12cm and that they subsequently noticed that the catheter image was extended 4-6 mm beyond the anterior wall of the shell. The table was lowered to its original height of -16cm but the movement of the patches was not compensated. There was no patient injury reported in this case. Upon request, additional information was provided on this issue on (B)(4) 2013. The physician noticed that the catheter extended beyond the map shell by 4-6mm. There were no warnings noted. The mapshift occurred after the physician moved the head of fluoroscopy. The acl function was in use during the case. The magnetic navigation catheter shifted. The acl catheter was not in the chamber of interest. There was no cardioversion or movement noted. The reference patch did not move or get loose before the map shift. Rmt was not in use. Per the additional information received on (B)(4) 2013 that there was no warning messages noted for this mapshift, this issue is indicative of a reportable event thus marking (B)(4) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).